Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was a failed battery test alarm in his alarm history. The patient's blood glucose at the time of incident is unknown. The customer did not remember when the alarm occurred. Troubleshooting was declined for the failed battery test alarm. No products were returned or replaced.